Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During preparation, it was noted the stent of the device was damaged. It was also noted the lumen of the device was collapsed. It could not be confirmed if the stent or the delivery system lumen was collapsed. The procedure was completed with a new rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a procedure in the bile duct of a patient (patient age, sex, weight and event date are unknown). During preparation, it was noted the stent of the device was damaged. It was also noted the lumen of the device was collapsed. It could not be confirmed if the stent or the delivery system lumen was collapsed. The procedure was completed with a new rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual evaluation of the returned delivery system revealed no visual damage as the delivery system was removed from the hoop assembly. Examination of the returned stent revealed the proximal and distal tip of the stent was smashed/collapsed likely due to the shipping/handling of the device. A functional evaluation was conducted by loading the stent on the delivery system to observe for any resistance/obstruction. The stent could not be loaded on the guide catheter of the delivery system due to the smashed/collapsed tip on the stent, hindering the loading functionality of the device. No other damage was observed on the stent. During manufacturing, the stents for g.I stents product family are 100% inspected for tip integrity and any defects found are scrapped and documented in the DHR. Based on the analysis of this device, the most probable root cause for this complaint is 'handling damage'. Device history record (DHR) was performed; no anomalies were noted.